Event description:
It was observed that during the device evaluation, the subject device exhibited no image from s-video cable (y/c output) ports / defective printed circuit board (dp board)/ dust found inside the equipment. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.